Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was repositioned multiple times as high capture threshold was noted, which resulted in loss of capture. While repositioning the rv lead, the physician noted that the helix of the rv lead failed to extend when deployment was attempted. The rv lead was not used and replaced. The patient remained stable throughout the procedure.